Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) unit was not reading the pressure. There was no patient harm.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit was not reading the pressure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) unit was not reading the pressure. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10, h11 corrected fields: b5, b6, b7, d10, h6 (health effect ¿ impact codes). A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse found the pressure cable to have an internal short. The fse replaced the pressure cable. The fse calibrated and retested. All tests passed and were within manufacturer's specifications. The iabp was released to the customer. The following investigation was performed by technician of the maquet failure analysis and testing dept. (B)(6), nj. The failure analysis and testing dept. Received part with a reported unit failure of an internal short causing improper blood pressure readings.. The fat performed a visual inspection and found the part to be in good condition. The fat installed the cable in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Found that the cable was bad and giving bad blood pressure readings. Fat was able to verify the reported problem.